Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing an increased spasms in legs when using the scs stimulation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure with no device malfunction suspected. The physician also noted that the muscle spasms were not device related. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing an increased spasms in legs when using the scs stimulation. The patient will undergo an explant procedure.